Manufacturer narrative:
Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 5161988. The customer reported that they received a discrepant result using the veritor kit. They confirmed that they initially visually read the test cartridge, inserted it into the analyzer and received a negative result, and then re-inserted the same test device which garnered a positive flu a result. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No photos or samples were received; therefore, return sample analysis could not be performed. The reported issue was unable to be confirmed. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for sars-cov-2 & flu a+b were obtained on one (1) patient test cartridge from a veritor analyzer. The user questioned the results as the patient was symptomatic and a line was visually observed at the flu a mark. The same test cartridge was reinserted into a veritor analyzer providing a positive flu a result. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, negative results for sars-cov-2 & flu a+b were obtained on one (1) patient test cartridge from a veritor analyzer. The user questioned the results as the patient was symptomatic and a line was visually observed at the flu a mark. The same test cartridge was reinserted into a veritor analyzer providing a positive flu a result. It should be noted the actions of visual interpretation and reinserting a used test cartridge are considered off-label use of the product. The user stated that no confirmatory testing was performed. There were no health impact or consequences reported. Eua (B)(4).